Manufacturer narrative:
Conclusion the complaint can be verified. Result the down button does not operate. The connection of the down flex print is interrupted. The up button was tested successfully and complies with the product specification.

Event description:
Patient reported the up/down buttons on the infusion device is non- functional. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.